Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator failed while in use with the patient. It was reported that the ventilator was noted to under ventilate the patient. The unit was then removed from the patient with no reported adverse effects.

Manufacturer narrative:
One pneupac® parapac® ventilator was returned for analysis in fair condition. Upon visual examination the patient outlet port was found to be not screwed in tight, the on/off control knob was missing, and the batter cover/tabs were found to be corroded. Performed initial check by turning on device to no effect. Connected unit to 50 psi air and performed initial test run; running device for 8 hours periodically changing the settings. Dut continued to cycle consistently. Tested device in accordance to (B)(4). Based on the evidence, the root cause was not found as the device functioned as intended; not confirming complaint.